Manufacturer narrative:
Device is a combination product. Promus element,mr,ous 2.50x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage with stent struts lifted. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink located 96.5cm distal to the distal strain relief. The hypotube kink was consistent with excessive force being applied on the delivery system. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15may2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous left anterior descending artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.